Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a broken main tube at the distal tip. A piece measuring proximately 3.18mm x 3.60mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted ventral hernia etep surgical procedure, the tip-up fenestrated grasper instrument broke off at the front. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the entire instrument tip broke off, with partially damaged black insulation and exposed wire. No fragment fell inside the patient¿s anatomy. The broken pieces will be returned with the instrument.